Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v006341, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported via a manufacturing representative that they experienced sudden shocking near their right shoulder. The shocking sensation had been going on for a few months. The patient was going to have the implantable neurostimulator (ins) replaced, but now wanted the right ins removed due to the shocking. The patient's health care provider (hcp) had turned the ins to 0v and off, but the patient still felt the shocking sensation. The hcp explanted the ins and left the extension and lead implanted. The extension was not capped. Previously impedances were checked and they were measured to be fine. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.